Event description:
Revision of kotz (gmrs) proximal tibia. Proximal tibia implant found to be worn. Revision surgery to gmrs proximal tibia replacement.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown kotz (gmrs) proximal tibial component was reported. The event was confirmed. Method & results: product evaluation and results: the device was returned for evaluation. Blood and yellow discoloration is visible on the device. The damage present on the devices appears consistent with delamination and material loss. The damage is consistent with burnishing, scratching, and third body indentations; which are common damage modes. The yellow discoloration observed is consistent with the absorption of synovial fluid by the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the device was returned for evaluation. Blood and yellow discoloration is visible on the device. The damage present on the devices appears consistent with delamination and material loss. The damage is consistent with burnishing, scratching, and third body indentations; which are common damage modes . The yellow discoloration observed is consistent with the absorption of synovial fluid by the device. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of kotz (gmrs) proximal tibia. Proximal tibia implant found to be worn. Revision surgery to gmrs proximal tibia replacement.